Event description:
Baxter china reported 2 incidents of cracks on the surface of the clamps of the transfer sets. There was no patient injury or medical intervention reported by the complaint coordinator.

Event description:
Baxter china reported 1 incident of cracks on the surface of the clamps of the transfer sets. There is no pt injury or medical intervention reported by the complaint coordinator.